Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head on this brush...doesn't stay on¿now it will slip off¿would fly off if tried to flick the brush to dry it- oral-b power oral care refills [device breakage]. Case narrative: consumer via chatbot stated that head on the oral-b electric toothbrush doesn't stay on, it slips off and would fly off if tried to flick the brush to dry it. No injury was reported.